Event description:
Pt was brought to the operating room for removal of a broken fixation device implanted in (B)(6) of 2015 for a left hip fracture before the fracture was completely healed. The failed implant was replaced with a longer gamma nail.